Event description:
The customer observed falsely decreased results on architect c16000 processing module on one patient during preventive maintenance. The results provided were:sid(B)(6) sodium initial= 116 mmol/l /repeated= 140 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . During the site visit, the field service engineer (fse) inspected the instrument, observed cuvette 151 of the second cuvette segment was damaged, and the discrepant results were all generated using this cuvette. The fsr resolved the issue by replacing the damaged cuvette. The cuvette pair replacement set (09d33-03), which resolved the issue. A review of the architect c processing module, serial number(B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the architect c1600800 service history was performed and no additional erratic results pre- or post the current complaint were identified. A historical data review for the aero cuv pr dry revealed no trends. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to, replacement, removal and verification of the aero cuv pr dry (list number 09d33-03). Based on the investigation no product deficiency was identified for either the architect, sn (B)(6) , or the aero cuv pr dry (list number 09d33-03).